Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 527 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with bleeding display window. No cracks were noted during visual inspection.